Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 531 mg/dl at time of incident and current blood glucose 531 mg/dl. The customer¿s blood glucose level was 457 mg/dl. The customer was treated with pump and injections. The customer declined to continued insulin pump troubleshooting the customer alleges pump was under delivering due to blood glucose was not stabilizing. The customer also reported that while sleeping and had an insulin flow block alarm. The customer reports event was resolved by changing complete set (infusion set and reservoir). Customer declined to check basal rate settings for accuracy. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump and reservoir will not be returned for analysis.